Event description:
It was reported, the physician made the incision to place a trial lead and began to advance the lead. The physician opted to abort the implant procedure. The reason for the halting of the procedure was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.